Event description:
It was reported by the patient that the pods needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
A rotational sensor malfunction prevented the deployment of the needle. Contamination on the commutator cap can be attributed as the cause of the rotational sensor errors. The data presented an 0x41 alarm. This alarm was triggered by the rotational sensor errors.